Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer receiving error 255-3784-275 on 8015 device, during transfer of the network configuration package. Explained problematic fault that would create the error code. Error code seen when connected to asm on s/w 9.33.1 device. Probably cause: 24v power switching power supply. Informed customer to verify device is plugged into ac outlet. Customer mentions use of a power strip. Asked customer to plug straight into a wall outlet. Customer than identified that the power strip they are using may have compromised outlets. Customer was then able to re-connect device with system maintenance and not receive the error message. Customer will call back if any further concerns need to be addressed. End call. Ref:_00d30y0yr._5000l1qjkhh:ref